Manufacturer narrative:
At this time no conclusion can be made to what extent the device may have caused or contributed to the reported event. A manufacturing review was conducted which found that the device provided was manufactured to specification. Should additional information be provided, a supplemental emdr will be submitted. Not returned to manufacturer.

Event description:
The following is based on a review of medical records and the attorney's legal claim: on (B)(6) 1996 the patient underwent a total abdominal hysterectomy, lateral vaginal wall repair, burch bladder suspension. Per the operative dictation provided, there is no indication of mesh placement at this time. On (B)(6) 1999 the patient underwent an anterior colporrhaphy, laparoscopic vaginal vault suspension with ¿marlex mesh¿ (non bard/davol atrium mesh), extensive enterolysis, ventral wall hernia repair, with antibiotic therapy. On (B)(6) 2000 the patient underwent cystoscopy with retrograde ureteropyelogram with stent placement. On (B)(6) 2000 the patient underwent a laparoscopic colposacral promontory fixation, burch procedure, and paravaginal repair with use of ¿prolene mesh¿(non bard/davol atrium mesh). On (B)(6) 2002 the patient underwent implant of the bard/davol mesh. As stated in the operative dictation the "marlex mesh" (bard/davol) was fashioned in a "y" fashion and attached to the anterior and posterior aspects of the vaginal cuff. Per the post-operative findings the patient had extensive pelvic adhesive disease with large and small bowel adherent to the vaginal vault, from previous lap vault suspension, ¿old mesh¿ (non bard/davol) on what appeared to be the large bowel, extensive adhesion of the right ovary to the bowel, necessitating removal of the right ovary. There were also adhesions of the bladder noted to the posterior aspect of the pubis. Md office visits on (B)(6) 2003 and (B)(6) 2003 indicate the patient has recovered with no complaints of urine leakage or prolapse symptoms.